Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/05/2020, was chosen as the best estimate based on year the article was published. Block g2 imai k, sakamoto h, akahane m, nakashima m, fujimoto t, aoyama t. Spontaneous remission of rectal ulcer associated with spaceoar hydrogel insertion in radiotherapy for prostate cancer. Iju case rep. 2020; 3: 257 - 260. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1034 captures the reportable event of fecal incontinence. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled, "spontaneous remission of rectal ulcer associated with spaceoar hydrogel insertion in radiotherapy for prostate cancer." Written by imai et al. It was reported that during spaceoar placement procedure, the needle was inserted several times before reaching the perirectal space. Magnetic resonance imaging (MRI) was performed and showed an infiltration of the hydrogel in the rectal wall. The patient was asymptomatic at this time; therefore, they proceeded with external beam radiation treatment (ebrt). Three months after the implantation, the patient returned with increased bowel frequency, urgency, and intermittent pain around his anus. After 6 months the patient also reported bleeding in their stools. Computed tomography (CT) imaging revealed air and contamination during the insertion procedure, that was diagnosed as a rectal ulcer. The patient was hospitalized for careful monitoring, and treated wth conservative fasting, fluid infusion, and blood transfusion. Six months after diagnosis (1 year after implantation), epithelization was observed, which was consistent with healing.